Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.4 - 3.6 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6).. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6). At 5:20 pm the meter result was 4.4 inr. At 5:23 pm the meter result was 5.8 inr. The customer's therapeutic range is 2.5-3.0 inr. Customer tests on a weekly basis.